Manufacturer narrative:
The baxter technician found the main bearings needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the main bearings to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the advanta 2 frame bed frame collapses due to damaged bearings. The bed was located at the account. This occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.